Event description:
It was reported that the patient had a revision in 2009 due to a fall.

Manufacturer narrative:
Product ID, 3095-10 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID, 3093-28 lot# j0454227v, implanted: 2004 (B)(6), product type lead product ID, 3031a lot# serial# (B)(4), implanted: 2004 (B)(6), product type programmer, patient (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow-up with the patient's healthcare provider (hcp) indicated that it was unknown what the reason for the fall was as well as whether it was device related. The reporter stated that it was likely a lead revision only. The patient was fine following the revision.